Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg) the patient experienced a loss of perfusion to the right lower extremity (rle) requiring the nurse to palpate a pulse. Several hours later the patient developed rle ischemia with discoloration and a lack of palpable pulse. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.